Event description:
The provider states the end user called in claiming when moving the bed, they noticed the caster was bent. The provider didn't have the end user demographics but states the end user is within the weight capacity.